Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was currently hospitalized from (B)(6) 2019 to (B)(6) 2019 with high lactate dehydrogenase (ldh) level. There were no unusual events seen within the log file. The pump appeared to be functioning as intended. The patient had suspected pump thrombosis correlating with patient symptoms and abnormal blood work. The patient experienced hematuria, chest pain, and loss of vision in left eye re: occluded retinal artery, and was admitted for heparin drip with minimal improvement of symptoms. The patient was discharged home with hospice consult and change in code status to dnr. The patient discussed complications with physician and was aware of risks. The patient is too high risk for an additional surgical measures. There were no prior changes to anticoagulation (ie subtherapeutic inr) prior to diagnosis. The patient's inr range was increased after diagnosis. There were no changes to pump parameters. Manufacturer technical services showed normal functioning pump parameters. Diagnostic labs included plasma free hemoglobin, haptoglobin, ldh. No additional imaging was conducted due to patient not being a pump exchange candidate and clinical presentation. The patient experienced possible heart attack (patient had reported experiencing the weekend / friday, (B)(6) 2019) prior but did not contact medical services until monday ((B)(6) 2019), hematuria, increased fatigue, and retinal artery occlusion. The patient inr goal increased and persantine added to patient medication regimen. The patient was initially admitted for heparin bridge but decided to go home with medical management and involvement of hospice services. The patient decided to treat with oral medication management and has updated their code status to dnr after discussion with the physicians and family. The patient has been referred to hospice services. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, a direct relationship between the device and the elevated lactate dehydrogenase (ldh) and reported events could not be determined. It was reported that the patient was admitted with elevated ldh from 13dec2019 to 28dec2019. The elevated ldh was thought to be due to suspected pump thrombosis correlating with patient symptoms and abnormal blood work. Diagnostic labs included plasma free hemoglobin, haptoglobin, and ldh. The patient experienced hematuria, chest pain, and loss of vision in the left eye related to and occluded retinal artery. Inr range was increased after diagnosis. The patient was admitted for a heparin drip with minimal improvement of symptoms. A blood thinner/vasodilator was added to patient medication regimen. Additionally, the patient experienced a possible heart attack; the patient reported experiencing it the previous weekend/friday prior, but did not contact medical services until monday. The patient was discharged with hospice consult. The patient is home currently with referral to hospice and change in code status to do not resuscitate. The patient had discussed complications with physician and is aware of risks. The patient is too high risk for additional surgical measures. The patient remains ongoing on vad support and no further issues have been reported. The most recent revision of the heartmate ii lvas IFU lists device thrombosis, hemolysis, bleeding, and myocardial infarction as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.